Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced failed battery test and battery out limit. The customer's blood glucose value was unknown. The customer stated that the pump alarmed after battery change. The customer stated that it took an hour and half to get the pump to work. The customer was not able to clear the alarm. The product was not returned for analysis.